Event description:
It was reported that the patient experienced spontaneous deflation with an inflatable penile prosthesis (ipp). The physician cycled the device in office and did not note any anomalies; however, the patient insisted on the device deflating spontaneously. A replacement surgery was performed in which the existing cylinders and pump were removed and replaced. The original reservoir was kept in service. There were no patient complications reported.